Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to wear of scope cover packing, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; due to wear of angle wire, bending angle in upward/downwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber is detached; universal cord has coating peeling and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope, had no air flow and the lens is not flushed. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found a white foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.